Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had alerted 02 low flow. Device was no longer alerting, and water flow rate (wfr) was stable at 0.9 l/m. Advised that was a good water flow rate (wfr) for the neonatal pads. Sounds like the device needed to work some air out of the lines. Noted a banner of low was related to software, but if device audibly alerts 02 low flow to call back and they would troubleshoot the issue.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. No actions can be taken at this time since a root cause was not identified. The complete initial reporter's facility name is (B)(6). The DHR review could not be performed without a lot number. The labeling is found to be adequate. Correction: e. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had alerted 02 low flow. Device was no longer alerting, and water flow rate (wfr) was stable at 0.9 l/m. Advised that was a good water flow rate (wfr) for the neonatal pads. Sounds like the device needed to work some air out of the lines. Noted a banner of low was related to software, but if device audibly alerts 02 low flow to call back and they would troubleshoot the issue. Per follow up information received via task on 18nov2024, spoke with rn who confirmed no additional troubleshooting was completed. The low flow banner remained throughout therapy, but patient was able to complete therapy. Pad has been disposed of, and device remains in service.